Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer reported that there seemed to be less effect on blood glucose (bg) levels, after delivering a bolus. Reported bg level was at 391 mg/dl. Customer delivered a 10 unit bolus to treat elevated level. System check was performed with tandem technical support and no issues were noted. Customer reported feeling ill and vomiting the previous day. Recommendation was made to consult with health care provider. During same day follow up, the customer reported that bg level began to decrease to a reasonable level after delivering the bolus, and was at 165 mg/dl (trending downward).